Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented to the operating room for a planned replacement due to a hard, palpable area near the scrotal/perineal region. A cystoscopic evaluation was performed and confirmed erosion. As a result, the device was explanted. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information provided and the investigation conducted, adverse event related to patient condition was chosen, which means the patients condition, disease, or anatomy is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced the adverse event.